Manufacturer narrative:
The implant date and lot numbers of the concomitants were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced difficulty with sexual intercourse due to an inflatable penile prosthesis (ipp) not inflating properly. The physician believed that surgical intervention would be needed to explant the device and replace it with a new ipp to resolve the issue. No surgical intervention has been reported at this time. No further patient complications were reported.